Event description:
It was reported that this was a closure of a right common femoral artery with a proglide device using the pre-close technique prior to an interventional peripheral percutaneous transluminal peripheral angioplasty (pta) procedure via a 8fr sheath. Reportedly, it was noted that when the plunger was removed, the suture did not come into the needle [cuff miss/ suture retrieval issue]. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 14fr sheath and the pta procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.